Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 12mm x 4cm balloon. The catheter was stretched and bunched throughout its length, likely indicating retraction issues. No other anomalies were observed to the device at this time. The distal tip of the introducer sheath was observed to be flared, indicating retraction issues. No other anomalies were observed to the sheath. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The catheter was advanced to expose the balloon past the customer returned 7f introducer sheath. Bunching on catheter was identified 15.cm and 17.4cm from the distal tip. Also noted was stretching to the catheter 8.9cm from distal tip. Balloon was then deflated and retracted from the customer returned 7f introducer sheath. The balloon was unable to advance through an in-house 7f terumo introducer sheath. The balloon was able to advance and retract through an in-house 8f introducer sheath, without issue. An attempt was made to inflate the balloon with water using an in-house device. The balloon leaked during inflation 5.2cm from distal tip, likely due to the needle stick that the user used to deflate the balloon. A rupture was identified 5.0cm from distal tip, extending longitudally 0.4cm most likely the location of the needle stick. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation port in an attempt to determine why the balloon would not deflate. The glue bullet was not in its correct location and was lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, it appeared that the diameter of the glue bullet was too small, causing it to become lodged inside the outer catheter shaft. The glue bullet was examined under a microscope and the edge of the bullet was not perpendicular to the polyimide. It is unknown when the glue bullet became lodged inside the catheter shaft, as the stretching of the outer catheter could have contributed to the glue bullet lodging inside the catheter. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for deflation issues, as the balloon was unable to be functionally tested due to poor sample condition ( i.e. Rupture from needle stick). The investigation is confirmed for retraction problems, as the distal tip of the introducer sheath was flared and the device was returned inside of the sheath. The root cause for the deflation issues is unknown. It is unknown whether the deflation issues contributed to the retraction issues, as the user used a smaller sheath size than indicated per device labeling (7fr instead of 8fr). Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon allegedly would not deflate after the first inflation in the subclavian vein. The health care provider (hcp) reported additional manipulation was used by applying negative pressure to the device with three separate syringes, but was unsuccessful in deflating the balloon. The hcp further reported guided fluoroscopy was used to advance a needle percutaneously to successfully perforate the balloon. Reportedly, the distal tip of the balloon remained inflated. The pta balloon was removed in its entirety, with alleged difficulty, as a single system with the sheath. Another pta balloon and sheath were reportedly used to complete the procedure. There was no reported known impact or consequence to the patient.